Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring and battery compartment was damaged. The customer¿s blood glucose level was 137 mg/dl. Customer stated that the lip ring was falling off and reservoir was able to lock in place but it was not holding it so sometimes reservoir was came out. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.